Manufacturer narrative:
Visual inspection of the returned device found one haptic bent. Cause of damage cannot be determined. Functional testing could not be performed due to the damage. The device history records (DHR) were reviewed and there were no non-conformities or anomalies related to the reported event. Based on available information, a root cause for the reported event could not be conclusively determined. However, user related factors, such as loading or handling techniques, and/or procedural factors, such as lens and inserter interaction, might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after implantation of the lens in the patient¿s eye, the lens haptic was noted to be kinked. The lens was removed and exchanged intra-operatively for another iol of the same model and diopter. Reportedly, incision enlargement and suture were needed to remove iol and complete the case. Current patient prognosis described as ¿within normal limits.¿